Event description:
It was reported that the design of the foley catheter trays were causing their team to manipulate the tubing to remove a kink just above the urometer. It was also stated that it was causing drainage issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the design of the foley catheter trays were causing the customer to manipulate the tubing to remove a kink just above the urometer. It was also stated that it was causing drainage issues. Customer inquired if there have been any changes in the way the catheters have been packaged.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect assembly operation of tube coiling (incorrect assembly)". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.